Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited far r-wave oversensing. The patient presented in clinic and the device was programmed to resolve the issue. No patient symptoms were reported.